Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, patient: 1, inratio: 5.1, lab: 16.0. Lab sample was run 12-14 hours after the inratio test was performed. Patient presented with a gi bleed and was sent to the hospital. Customer did not have access to the patient's therapeutic range, recent history, conditions or medications.

Manufacturer narrative:
Investigation pending.